Manufacturer narrative:
(B)(4). Field service evaluated the unit, and found that the transducers had drifted out of range, and he was unable to calibrate them. At present there are no replacement parts available to complete this repair. Once available, a replacement parts will be provided to the user facility to repair the unit and return it back to service.

Event description:
Carefusion field service was dispatched to a user facility to evaluate a unit that was alarming and displaying error messages.